Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels between 47-59 mg/dl during the past three nights. The customer treated the low bg by drinking juice and eating crackers. Reportedly, the customer's basal rates were set too high during a certain time setting. A healthcare provider was informed about the issue and corrected the settings to prevent future low bg levels.